Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery at 17:10, when the patient was admitted to the intensive care unit, urine flow was slow, and the patient was under observation. At 19:30, when the whole body was observed, urine was not flowed and the tip of the indwelling bladder foley catheter was pulled slightly to check its position and it seemed to came out. When checked, the catheter had come out and there was no fixed water inside. The balloon part of the catheter had cracked, and the fixed water had come out.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way foley catheter. Visual inspection noted the catheter balloon had rupture (measuring 0.2615"). No missing pieces were noted. This is out of specification per inspection procedure ip7603444, revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery at 17:10, when the patient was admitted to the intensive care unit, urine flow was slow, and the patient was under observation. At 19:30, when the whole body was observed, urine was not flowed and the tip of the indwelling bladder foley catheter was pulled slightly to check its position and it seemed to came out. When checked, the catheter had come out and there was no fixed water inside. The balloon part of the catheter had cracked, and the fixed water had come out.